Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpl600-2, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1145810 rev b (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
(B)(6) at facility states: "he received a call between 6 and 7:30 pm from director of nursing who told him the staff was using the lift with a rls600 scale and when the staff lifted the patient about 6-7" off the bed the hanger portion along with the scale came detached off the lift and hit the patient in the chest. (B)(6) is the director of nursing who gave (B)(6) the information. (B)(6) did not have nay information on the patient and suggested that we contact director of nursing 203-594-5325 to get more details. The patient was not hurt. Scale is in basement, and marked out of service, do not use."